Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1s9c8, implanted: (B)(6) 2018, explanted: (B)(6) 2018 (date is approximate) product type lead; product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(4) 2022, UDI#: (B)(4). Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a patient to the device registration department that they had a lead revision in (B)(6) 2018. There were no further complications reported.